Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the f14 units.

Event description:
Intermittent catheter patient (user) said she had a urinary tract infection (uti) concurrent with catheter use, was hospitalized, and is currently on antibiotics. During follow-up, the patient said she was treated in the hospital and recovered. Her doctor prescribed vitamins and a maintenance antibiotic that she is taking each day to prevent recurrence of infection.